Event description:
The fse reported a communication failed error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. System functionality was recovered with a reboot. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector receptacle. The system operates as intended.